Manufacturer narrative:
The insulin pump passed the rewind, displacement test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated the only way to get insulin to go in has to put in 4 units at a time. No blood glucose reading provided. Customer declined to troubleshoot and stated wanted insulin pump replacement. No further information provided.